Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient did not notify their physician as their physician had moved to another office. Steps taken was that the patient called the patient representative but they no longer worked there or they changed telephone numbers. The poor coupling issue and only being able to charge their ins had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having difficulty maintaining coupling bars when changing from a standing to sitting position. The patient noted she hadn¿t been using spinal cord stimulation (scs) therapy as much as she dreaded charging it. It was difficult to get coupling bars in a sitting position, and was getting pain when standing too long. The patient indicated that was the reason for getting the implant. Charging was reviewed; however, the patient was getting the poor coupling screen. Neither repositioning the antenna, nor using antenna locate (al) resolved the issue. The patient appeared to have charging issues when sitting, when standing, she was able to get four to eight coupling bars. Charging when lying flat on her bed resulted in getting and maintaining eight coupling bars. This resolved the issue. Indication for use included non-malignant pain. Additional information received from the patient reported that they were having persistent coupling issues. The patient reported that same issue of only being able to recharge their implantable neurostimulator (ins) when standing. The patient hadn¿t followed up with their healthcare provider (hcp) since the last call. It was recommended that the patient follow up with their hcp as they already tried to troubleshoot during their last call. The patient confirmed that the issue had been occurring since implant.